Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12f26065, h12g11099 and h12l07031. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4): the nurse stated that the patient did not experience peritonitis. The patient was treated prophylactically. The nurse clarified that the patient was hospitalized for chest pain which was not related to therapy. Dianeal therapy is ongoing.